Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump failed after a week of inserting a new battery. The customer stated that the pump did not give a low battery alert. The customer's mother stated that the pump just shuts off. The mother stated that she replaced the battery and it started all over again. The customer was advised to call back with the pump to troubleshoot.